Manufacturer narrative:
See manufacturer report number 9610711-2021-00114 regarding the second occurrence of this issue.

Event description:
According to the available information, during a ureteroscopy with a laser, the basket broke at the level of the basket. This occurred twice during the procedure. The intervention was prolonged by 15 minutes without clinical consequence to the patient.